Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Flushing/ air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve and it was suspected that the valve disk was torn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during aspiration, air ingress was observed. The balloon catheter was prepped and inserted and air continued to be aspirated. The balloon catheter was maneuvered without resolve. The sheath was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.